Manufacturer narrative:
Based on the information collected, the following initial conclusion can be made: the event was caused by the improper use of the wheelchair for carrying groceries. This is outside of the intended use of the power wheelchair. This action is also restricted in the user manual for the power wheelchair. No regular maintenance record can be provided. The angle of the ramp installation is unclear at this time. No photos or video of the ramp is available. Repeated attempts to contact ms. (B)(6) have failed and therefore the product in question cannot be returned for evaluation. The product in question has previously passed iso7176 static and dynamic stability testing. As a result, there was no tipping on an angle under normal prescribed usage. The final conclusion is that the incident can be classified as an operator error. No further investigation will be conducted unless additional information indicates additional potential causes. Device not available for review.

Event description:
Ms. (B)(6), user, was ascending a ramp to go into their residence. The angle of the ramp is undetermined at this time. Ms. (B)(6) claims the chair tilted back, her feet were in the air, and was able to grab the handrail, but was injured in the process. Ms. (B)(6)'s big toe on her right foot was bruised and her nail popped off. Additional health complications of diabetes and the injury resulted in the amputation of the damaged toe. Ms. (B)(6) weighed approximately (B)(6) on (B)(6) 2015 at the time of the incident. Ms. (B)(6) claims she tried reporting the incident to the scooter store at the time of the incident, however, the scooter store was no longer in operation. Ms. (B)(6) also claimed she had been returning from the store with groceries suspended from the back of the unit.